Manufacturer narrative:
(B)(4). This complaint is related to (B)(4) / medwatch #1828100-2016-00790.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pump's molded tongue is broken. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The occlusion tongue was broken due to the extra torque on it with the jammed pump guts. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.